Manufacturer narrative:
One swartz braided introducer was returned for investigation. The reported leak could not be reproduced. No visual anomalies were observed on the hemostasis seals. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specs prior to leaving sjm mfg facilities as supported by a review of the device history record and analysis performed. The cause of the reported air embolism remains unk. Per the IFU, the reported air embolism is an inherent risk of transseptal cardiac procedures.

Event description:
During a pulmonary vein isolation procedure using a swartz braided introducer, an air embolism occurred. The physician performed transseptal puncture and three swartz braided introducers were placed on the left atrium. A cool path duo ablation catheter was inserted through a swartz braided introducer into the left atrium, an inquiry optima catheter was also inserted and mapping was performed. The optima catheter was withdrawn to perform mapping in the right atrium. The swartz introducer was aspirated, which revealed air exiting from the site port. A small blood leak was noted at the hemostasis valve as well. The physician then checked the fluoroscopy image and noted air in the left atrial appendage. The physician inserted an agilis introducer with a pigtail catheter to aspirate the air. The EKG indicated st depression in leads ii and iii and st elevation in v1 and v2. Coronary angiography revealed an air embolism, which was aspirated, in the right coronary artery. At this time the pt became hypotensive, bradycardic, and hypoxic, resulting in a pulseless arrhythmia. The pt was intubated and CPR was initiated. The pt's rhythm deteriorated to ventricular tachycardia (vt) followed by ventricular (vf). An intra-aortic balloon pump was inserted and percutaneous cardiopulmonary support for oxygenation was also initiated. External cardioversion was performed with no success as the pt remained in vt. The pt then spontaneously converted to sinus rhythm after a time. An external pacemaker and swan-ganz catheter were inserted and the pt was transferred out of the lab in stable condition. Pcps was discontinued on (B)(6) 15 and the iabp was removed on (B)(6). The pt was then recovering and in stable condition.